Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. A partial lead with the lead tip measuring 42.8cm was returned for analysis. Internal insulation abrasion was noted at 6.8-7.0cm from the distal tip. The etfe coating was intact at this location. (B)(4).